Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, it was noted that the cartridge in which the lens was loaded was faulty. The cartridge damaged the lens. The lens was discarded and backup lens used. Additional information was requested.